Manufacturer narrative:
The probe was returned to the manufacturer for evaluation. Testing found that the support arms for two of the markers were bent. Otherwise, the unit tracked and verified as intended. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument that was used outside of procedure. During inspection, it was found that the tip of the instrument was deformed. There was no patient present when this issue was identified. Additional information received. The cause of the reported issue was not known.